Event description:
Patient was having knee surgery and rep was called to or to set device magnet mode. Rep was unable to interrogate device. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.